Event description:
Information received with return of the explanted device notes that the patient was admitted to the emergency ward with cardiogenic shock, nausea, syncope at asystole and cerebral convulsions. The ECG displayed ventricular exit block and spikes without capture at a rate of 60 bpm and high lead impedance. The associated ventricular lead was replaced, but when the pulse generator was connected to the new lead, capture was not yet observed.